Event description:
During a directional coronary arthrectomy of an eccentrically calcified lesion the cutter window. This resulted in a dissection. A second device utilized performed in a similar fashion and resulted in a larger dissection. The dissection was repaired with two stents. The pt reportedly experienced transient chest pain and hypotension during the procedure but was in stable condition post procedure.